Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to exhibit error 32100. The unit was tested on an in-house system and triggered error 32100 ac_1d (axes controller, motor (acm)). The unit was also tested on a testing platform and passed all tests. Upon further investigation, there was no fluid intrusion. Log review had error 32100 ac_2d, which points to the acm. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a recoverable 32100 error that occurred with universal surgical manipulator (usm) 2 as the usm did not respond. The intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed the usm was disabled in the logs, so the customer was advised to reboot the system, but the error persisted. The user was informed the procedure could continue with 3 usms. The site proceeded with the case as planned with no reported patient injury. Isi completed customer follow-up and obtained the following information: the system was checked prior to use and powered on without issue. The surgical staff tried rebooting the system to troubleshoot the issue, but the error persisted. The procedure was completed using the remaining usms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to error 32100. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.